Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the communicator lost the connection to the patient's device on a couple of occasions, although the communicator wand was not moved and was quite close to the patient, maybe 1 m away. This happened during a normal telemetry session, when in the process of changing stimulation settings. It found the device and opened the first window and then when changed to the actual program, it got stuck. Later on during the magnetic encephalography (meg) & dbs session, everything worked properly. The manufacturer representative (rep) also stated that it would be very useful if the clinician programmer could be made not to download all data from the device every time. The patient was an epilepsy patient using event recording, so he had a lot of data saved there, and it took several minutes to reconnect every time. The clinician app did not seem to remember that it had downloaded everything several times already. Additional information was received from the manufacturer representative (rep) that the cause of the connection issue is suspected to be emi with the clinician programmer due to unusual environment (meg room's stimulation cabinet directly adjacent). Problem has not reoccurred since using wooden board under ins and use of extension cable. It is possible that there was emi to the ins. The clinician programmer was on the side of the shielded room with lots of cables and electronic devices, ins quite close to devices, possible contact with metal surfaces. It is unlikely there was emi with the communicator as it was placed in shielded room for meg measurement. Wireless connection had been established but failed (communicator close to patient, within 1 meter, had not been moved), communication was in the end established again in a new session (but required starting from scratch and new close contact (several centimeters) between communicator and ins.) No symptoms were reported.